Event description:
On an unknown date a patient had a procedure with unknown device(s) to treat a type a aneurysmal aortic dissection. The dissection extended from the aortic valve to both iliac arteries. As reported, this was related to severe hypertension. As reported, the treatment was staged to prevent paraplegia. An aortic valve was placed as the initial aspect of treatment. On (B)(6) 2013, an additional procedure was performed for the proximal dissection with implant of a gore® tag® thoracic endoprosthesis. In addition a type ib endoleak was noted. On (B)(6)2013, an additional procedure was performed to address the more distal dissection. The abdominal aorta, iliac arteries and right renal artery were treated with cook devices, a bifurcated endoprosthesis, zbis device and an advanta v12 device. On(B)(6) 2015, an additional procedure took place to address the dissection. The thoraco abdominal segment was treated with a back-table modified medtronic device and gore® viabahn® endoprostheses. After this surgery the patient required anticoagulation therapy (reportedly due to use of a metallic valve) as well as dual anti-platelet therapy due to the endprostheses and stents. The patient developed a type ii endoleak as a result. On an unknown date, the dual antiplatelet therapy was discontinued. On (B)(6) 2016, the patient expired due to digestive hemorrhage caused by dual antiplatelet therapy.

Manufacturer narrative:
Conclusion code 2: 22: updated. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and dissection. The safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in the following patient etiologies: previous stent or stent graft or previous surgical repair in the descending thoracic aortic area.

Event description:
On an unknown date a patient had a procedure with unknown device(s) to treat an uncomplicated type b aortic dissection. On (B)(6) 2013 a reintervention was performed for the dissection in addition to a type ib endoleak that was also present, with a gore® tag® thoracic endoprosthesis.. On (B)(6) 2013 an additional procedure took place to address the type b dissection. The abdominal aorta, iliac arteries and right renal artery were treated with cook devices: a bifurcated endoprosthesis, zbis device and an advanta v12 device. On (B)(6) 2015 another an additional procedure took place to address the type b dissection. The thoraco abdominal segment was treated with a back-table modified medtronic device and gore® viabahn® endoprostheses. On (B)(6) 2016 the patient expired due to digestive hemorrhage caused by dual antiplatelet therapy.

Manufacturer narrative:
Concomitant medical products: cook devices: a bifurcated endoprosthesis, zbis device and an advanta v12 device.

Event description:
The following information was reported to gore: on an unknown date a patient had a procedure with unknown device(s) to treat an uncomplicated type b aortic dissection. On (B)(6) 2013 a reintervention was performed for the dissection with a gore® tag® thoracic endoprosthesis. A type iib endoleak was also noted. On (B)(6) 2013 an additional procedure took place to address the type b dissection. The abdominal aorta, iliac arteries and right renal artery were treated with cook devices: a bifurcated endoprosthesis, zbis device and an advanta v12 device. On (B)(6) 2015 another additional procedure took place to address the type b dissection. The thoraco abdominal segment was treated with a back-table modified medtronic device and gore® viabahn® endoprostheses. On (B)(6) 2016 the patient expired due to digestive hemorrhage caused by dual antiplatelet therapy.